Event description:
Clinic notes were received and indicated that the patient had high impedance. The patient¿s mother reported some behavioral changes (increase in hyperactivity) in mid-december but no specific left sided neck injuries, however it was noted the patient falls all of the time. He has been having more and more seizures. The vns was turned with potential replacement. Ap and lateral chest and neck x-rays were received for the patient and reviewed. The generator was placed normally in the patient¿s left chest. The connector pin appeared to be fully inserted past the connector block. The filter feedthrough wires appeared to be intact. The lead was observed in the neck and chest. The strain relief bend and loop were both present. Two tie-downs were securing the lead at the strain relief bend and loop. The lead was intact at the connector pin. A portion of the lead appeared to be routed behind the generator and could not be assessed. The cause of the patient¿s high impedance could not be determined with the images provided; however, the presence of a microfracture and/or other lead discontinuity could not be ruled out. While surgery is likely, no surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
Product analysis for the lead was completed and approved. The section of the lead assembly returned was in two pieces. Two set screw marks were found on the connector pin showing evidence of proper contact. A coil break was identified in the negative coil just past the anchor tether. Scanning electron microscopy images of the negative coil showed evidence of pitting at the break location. No additional or relevant information has een received to date.

Event description:
The patient underwent full replacement due to high impedance. The explanted lead and generator were received for analysis on 03/02/2018. Product is underway but has not been completed to date.